Event description:
It was reported that removal difficulty occurred. The patient was presented with ischemic heart disease and underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in mildly tortuous and severely calcified left main (lm) to left anterior descending artery (lad). Preparations were made with rota 1.5mm x 1.75mm and wolverine 2.5mm. A 4.00 x 38mm synergy xd drug eluting stent was advanced and implanted on the second inflation at 11 atmospheres for 10 seconds. During the attempt to recover the synergy delivery system (sds), resistance was felt, and the proximal marker band was stuck in the 7fr non-boston scientific (bsc) guide catheter. At this point, the distal marker band was around 5mm from the distal edge of the stent and the sds was not able to perform push nor pull maneuver. The guidewire was set to free and the guide set to deep and another unsuccessful attempt to recover the sds was performed. Eventually, the device was successfully removed by forcibly pulling it out together with the wire. The proximal edge was noted to be deformed and there was a protrusion near the distal marker. It was noted that the balloon was pulled out fully deflated after deployment. Sds inflation and deflation was performed outside the body without any problem. The procedure was completed with this device. There were no patient complications nor injuries reported.

Manufacturer narrative:
H1 type of reportable event: corrected from serious injury to malfunction. Device evaluated by MFR.: synergy xd mr ous 3.50 x 28mm stent delivery system was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, with the balloon noted to be in a deflated state. A visual and microscopic examination of the bumper tip shows no sign of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. Device tracked on a 0.0140" test guidewire and advanced and removed through 6f guide catheter with no issues. Device inflated to rated burst pressure, held pressure and deflated within 15 seconds. Device was withdrawn through the distal end of the guidecatheter without issues. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. The patient was presented with ischemic heart disease and underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in mildly tortuous and severely calcified left main (lm) to left anterior descending artery (lad). Preparations were made with rota 1.5mm x 1.75mm and wolverine 2.5mm. A 4.00 x 38mm synergy xd drug eluting stent was advanced and implanted on the second inflation at 11 atmospheres for 10 seconds. During the attempt to recover the synergy delivery system (sds), resistance was felt, and the proximal marker band was stuck in the 7fr non-boston scientific (bsc) guide catheter. At this point, the distal marker band was around 5mm from the distal edge of the stent and the sds was not able to perform push nor pull maneuver. The guidewire was set to free and the guide set to deep and another unsuccessful attempt to recover the sds was performed. Eventually, the device was successfully removed by forcibly pulling it out together with the wire. The proximal edge was noted to be deformed and there was a protrusion near the distal marker. It was noted that the balloon was pulled out fully deflated after deployment. Sds inflation and deflation was performed outside the body without any problem. The procedure was completed with this device. There were no patient complications nor injuries reported.